Manufacturer narrative:
Title multipolar versus monopolar radiofrequency ablation for hepatocellular carcinoma in the caudate lobe: results of a propensity score analysis source the japan society of hepatology, volume 47, 2017 (658¿667) date of publication: 08 august 2016rt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study done between january 2009 and june 2015, in a retrospective study aimed to compare multipolar radiofrequency ablation (rfa) with monopolar rfa as the major treatment for nodules of hepatocellular carcinoma in the caudate lobe. When monopolar rfa was carried out, a single, internally cooled electrode with a 200-w generator. Data were reviewed from 101 patients who met the milan criteria and were treated by multipolar rfa or monopolar rfa which used the device. Out of 79 patients, 2 patients experience hepatic hemorrhage.